Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A caller reported via phone call indicating that the customer experienced unexplained high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer had symptoms of ketones. The caller stated the customer may have wasted too much insulin from the reservoir. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not return the product back for analysis.